Event description:
It was reported while using one (1) bd bbl¿ chromagar¿ mrsa ii / chromagar¿ sa, the appearance of staph aureus side was 'milky' after incubation, making it difficult to determine if the growth was acceptable. There was no health impact or consequence reported. This is report 3 of 3.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.